Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Further evaluation found the instrument had an excessive amount of dried residue around the clamping pulley cable grooves. In addition, charring and localized melting was found at the instrument grip side base of the grip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was unable to cauterize. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: no further information was available.